Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that around (B)(6) 2015, the patient had blood glucose (bg) levels in the 30's to 40's mg/dl for over 6 hours, with cognitive impairment, confusion, and difficulty speaking. The patient received no unusual treatment. During troubleshooting, customer support found that the basal and bolus histories are as expected, and that the time and date are accurately set. Trouble shooting with customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hypoglycemia and the pump cannot be ruled out as causing/contributing to the hypoglycemic events.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: testing was unable to duplicate the complaint. No defect was found. Pump history shows pump was manually suspended on (B)(6) 2015 16:21; deliveries never resumed. The last bolus delivery was on (B)(6) 2015. A manual time change was made on (B)(6) 2015 from 15:50 to 14:50. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.